Event description:
It was reported that the image of the gastrointestinal videoscope image appeared fuzzy on two different video system centers using two separate video cables. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6. Corrected fields:h11, d10. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone, troubleshooting was performed. The customer informed tac that the scope image appeared fuzzy on two different cv-190 processors using two separate maj-1430 cables; however, during troubleshooting the image returned to normal and the device was functioning as intended. The device will not be returned to olympus for evaluation a definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.